Manufacturer narrative:
The device was returned for evaluation and the complaint is not confirmed. Visual inspection of the returned cycler exterior showed no signs of any physical damage. There were no indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the encountered dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient stated for the past couple of months he experienced negative uf's during the drain phases. The patient's treatment data was reviewed, and an overfill was noted. Drain 0- 1005, fill 1- 2496 drain 1- 2393, fill 2- 2407 drain 2- 2396, fill 3- 2407 drain 3- 2393, fill 4- 2407 drain 4- 2399, fill 5- 2407 drain 5- 4352. The reported drain volume of 4352 is 181% over the expected drain volume resulting in a reportable device malfunction. The patient remained asymptomatic.